Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional stenting procedure of the left anterior descending (lad) artery. Reportedly, the footplate would not close. The device was disassembled to the wire and the foot was closed. The knot was attempted to be advanced to the artery and a knot lock occurred. The suture was removed and hemostasis was achieved with manual arterial compression and a non-abbott device. A hematoma of unspecified size was observed however no additional treatment was performed for the hematoma. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.